Manufacturer narrative:
On 04/05/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. There is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 380cc saline breast prostheses when the left breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.